Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received the following readings: 504 mg/dl, 235 mg/dl, 359 mg/dl. Customer is unaware of the times but states that these readings all took place within 10 minutes of each other on (B)(6) 2016. No adverse event reported, meter and strips replaced and requested for return.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.